Event description:
The pt reported that the bolus delivery of the infusion device is faulty. This occurred 2-4 times and his blood glucose elevated to 250 mg/dl. He bolused through the infusion device to lower his blood glucose. His normal blood glucose level is 120 mg/dl. He also reported the infusion device has high power consumption. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.